Event description:
A physician reported a pt who received her second treatment on 2/11/97 into the glabella. The pt was seen on 4/7/97 and reported that she noted a "bumpy high mound" at the glabella almost immediately after the treatment. On 2/12/97, she noted pinkness and itching. The itching resolved one month after onset. She was seen with pinkness and lumpiness at the glabella on 4/7/97. The physician diagnosed a possible hypersensitivity and injected intralesional celestone diluted 1:2 with saline. On 4/11/97, the symptoms were improving; the pinkness persisted, and the lumpiness was slowly diminishing. The skin test site remained negative.

Manufacturer narrative:
On 24 november 1997, follow up info was rec'd from the physician. The pt was last seen on 16 september 1997; the symptoms had resolved on 24 april 1997.